Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the v-cutter would not cauterize. Heparin was administered just prior to this event. The harvester was advanced up the tunnel to the most distal site and captured the saphenous vein. Two branches were initially cut without incident. A larger branch, estimated in the mid-thigh, was set up properly and grounded to the tunnel wall, but immediate bleeding resulted when the branch was cut and the v-cutter was moved back into the harvester position. Spot cautery technique was attempted, but the amount of blood at the site prevented the cauterization of the branch. The operator converted to bridging incision to complete the operation. Hemostasis was achieved after an approximate 100 ml blood loss. The operator did not changed out the device as the procedure was completed successfully, after an approximate 50 minute delay, using bridging incisions. The pt did not received any transfusion, and it was reported to terumo that the pt was having a routine post-operative course. Product was not changed out. Surgery was completed successfully.